Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right ventricular (rv) and right atrial (ra) capture could not be confirmed by remote interrogation. Technical services (ts) was consulted and advised a manual threshold would be required to confirm capture. A latitude nxt consult report was observed which showed no threshold measurements for that day, indicating a possible threshold test timing issue. This rv lead remains in service. No adverse patient effects were reported.